Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the implantation process, the right atrial (ra) lead could not be fixed to the right atrial appendage. The physician did not say why the lead was unable to be fixed. The ra lead's helix also could not be retracted after being placed onto the patient's body. The lead was removed, and a single chamber pacemaker was implanted. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for analysis. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported event was due to dried body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts.